Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/08/2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a defective battery. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, a loss of connection was observed. Functional testing was unable to be performed due to power issues. The reported event of loss of connection was confirmed. A root cause could not be determined.